Event description:
It was reported that 4 1/2 years after the implantation of a gastric band, the pt experienced gastroesophageal reflux disease and failure of weight loss. Laparoscopic revision was performed in 2008, and it was found that the band was open and the buckle was broken. The band was removed, and a new band was placed.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.